Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/27/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9,h3. H3 investigation summary: an empty overwrap packet and six packets of product code w202 were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, all packets were opened, and no defects were detected. The product code is non-needle and each packet contains seventeen strands. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. Please inform specific number of procedures in which the suture breakage occurred. Not available. Customer can't remember. 2. Were these previously reported to ethicon? No. However, customer don't know how many surgery involved. 3. No patient consequence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the quantity of devices that were involved for each product code in this single procedure. W203, w202, and w21201 along with their respective lot number. If these reported issues occurred during multiple procedures, please provide pc # for each procedure involved. It was reported that "customer feedback this batch is easy to break": please inform specific number of procedures in which the suture breakage occurred. Were these previously reported to ethicon? If yes, can you provide a product complaint number. If no: one pc for each procedure to be opened with following specific information: event date? Procedure date? Procedure name? Product used in procedure? (W21201/lot pe4ah) (w21201/lot unk) (w203/lot qjmcer) (w202/lot qjmeec) (w202/lot unk). Quantity of each product used. Event description stating when each involved device had a suture breakage issue in the procedure. Any adverse patient consequences and how were they managed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the customer opined that the suture is easy to break. No adverse patient consequences were reported. Additional information was requested.